Manufacturer narrative:
(B)(6). To date additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the product was not sealed properly. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: affiliation: (B)(6). H.4: correction to device manufacture date from 09/02/2017 to 09/30/2017. Lot 7j05226 was manufactured on 30 september 2017, in bodolay line, with a total of (B)(4). Compliance engineer performed a batch record review on 30 september 2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There are photograph(s) associated with this case and in these, the defect reported by the customer can be seen. No unused return sample has been received for this complaint. On 30 march 2020, a query was run in complaint handling system, for malfunction code reported for primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging, for the scd line. The manufacturing lots 7j05226, 7k03861, 8c00853, 8a03793, 8e01241 and 9f01236 were found impacted, with the maximum severity level of four (4). The problems reported were related to ¿primary packaging - open seal¿. As those lots have the same failure modes, they were grouped. Since no probable root causes were identified during the preliminary investigation of the nonconformance report, a root cause investigation was generated to address appropriate actions. Excess of work in progress (wip) in the packaging station: there is not a continuous flow from rotary table to packaging area, which creates a wip that can potentially cause confusion to operators during the sealing process. Procedure step not followed. The manufacturing operators inadvertently did not inspect the condition of seal of the related pouches with open seal. The investigation associated with the root cause event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003.